Manufacturer narrative:
Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted.

Event description:
The customer reported via phone call that the battery compartment was cracked. The customer¿s blood glucose level was 187 mg/dl at the time of incident. Customer stated that the insulin pump had blank display and the display was turned on after changing the battery. The insulin pump will be returned for analysis.